Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced foreign matter in tube biological and non-biological this event occurred 17 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it was found "there was foreign matter in the tube. Cant confirm what substance it is, cant confirm whether it affects the test result, because the white flocculent is at the bottom of the separating glue, it cannot be taken out for observation without damaging the tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but three (3) photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced foreign matter in tube biological and non-biological this event occurred 17 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it was found "there was foreign matter in the tube. Can¿t confirm what substance it is, can¿t confirm whether it affects the test result, because the white flocculent is at the bottom of the separating glue, it cannot be taken out for observation without damaging the tube."